Event description:
It was reported that the patient had a ¿shocking sensation¿ just below the base of the implantable pulse generator (ipg) which was un-reproducible in the clinic. Also, the ipg had difficulty establishing telemetry for the remote monitor transmission and in clinic with the programmer. When the telemetry link was obtained, the device diagnostics were all normal and the lead measurements were stable. The ipg is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 507652, implantable pacing lead, (B)(6) 2009. (B)(4).